Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/4/2024 a sales representative reported via (B)(4) that an ar-8841rc reduction clamp broke during a case, with no affect on the patient or the outcome of the case. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-8841rc, guide broach, batch 1068582322, was received for investigation. Visual evaluation noted that the that the hinge pin was loose. Additionally, both of the sleeves appear to have damage to the geometry of the device. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.